Manufacturer narrative:
Report date: 07feb2019. Date rec'd by MFR: 06feb2019. The data acquisition printed circuit board assembly (da pcba) was returned for failure investigation. Visual inspection of the da pcba revealed no evidence of damage or contamination. The da pcba was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 14dec2018. (B)(4). Reporter phone number unknown. Philip's service engineer (se) inspected the device and verified the reported issue. The se replaced the data acquisition (da) printed circuit board assembly (pcba). The device was functionally tested and cleaned. The replaced part has been returned for failure analysis; however, the failure analysis has not yet been completed. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that during performance verification testing (pvt), a v60 ventilator failed the pressure accuracy test. Reportedly, when the pressure was set to 1 hpa, the measured value was 0.141 hpa. The ventilator was not in use on a patient at the time of the reported event. The event date was not specified; estimate used.